Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: suture or device? A real-world analysis of the closure strategies in patients undergoing laa occlusion.

Event description:
This study was a comparison of two venous closure techniques, z-sutures and the proglide device, regarding their safety and efficacy in patients undergoing left atrial appendage occlusion (laao). A total of 163 patients underwent laao procedures, which were performed between 2021 and 2024. A total 126 patients received vascular closure via z-suture and 37 patients received vascular closure via the proglide device. The vascular complications reported included: bleeding and prolonged hospitalization. There were no reported device issues with the proglide device. The study concluded that both techniques demonstrated comparable safety and efficacy; however, due to the simplicity and potential cost advantages, the z-suture technique may be a practical alternative in routine care for high-risk patients. No additional information was provided. Specific patient information is documented as unknown. Details are listed in the attached article, "suture or device? A real-world analysis of the closure strategies in patients undergoing laa occlusion".